Manufacturer narrative:
This report is submitted on 07 april 2020.

Manufacturer narrative:
This report is submitted on february 21, 2020.

Event description:
Per the clinic, the patient experienced an infection ((B)(6)) and extrusion of the electrode array. The device was explanted on an unknown date. It is unknown if the patient has been re-implanted with another device.